Event description:
It was reported that catheter twisting occurred. The stenosed target lesion was located in the posterior tibial artery (pta). The opticross peripheral imaging catheter was advanced without being plugged into the motor drive unit (mdu) for ultrasound examination of the target lesion. The catheter was attached to the mdu and imaging was acquired. Pullback was performed normally with imaging from the pta to where the sheath was in the popliteal artery. The mdu was then turned off and the catheter was advanced back down the pta for a closer examination of the stenosis. The mdu was again turned on and as the catheter was being pulled back to the lesion, it immediately grabbed the wire and wrapped into a tangled mess. The catheter and wire were removed together as a unit. The procedure was completed successfully and there were no patient complications.

Event description:
It was reported that catheter twisting occurred. The stenosed target lesion was located in the posterior tibial artery (pta). The opticross peripheral imaging catheter was advanced without being plugged into the motor drive unit (mdu) for ultrasound examination of the target lesion. The catheter was attached to the mdu and imaging was acquired. Pullback was performed normally with imaging from the pta to where the sheath was in the popliteal artery. The mdu was then turned off and the catheter was advanced back down the pta for a closer examination of the stenosis. The mdu was again turned on and as the catheter was being pulled back to the lesion, it immediately grabbed the wire and wrapped into a tangled mess. The catheter and wire were removed together as a unit. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
The complaint device was received for product analysis. Visual and microscopic examination revealed a twisted imaging window.